Event description:
A report was received that the patient was experiencing pain at the battery site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was moved from right to left buttock. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient will undergo a revision procedure.